Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported the dovetail was loose on the intraoperative aberrometer during use.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was confirmed. To resolve the issue the company representative tightened the dovetail screws, and re-aligned the aberrometer to the microscope. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).